Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On the night of (B)(6) 2022, the patient mistakenly administered an injection of fast-acting insulin instead of long-acting insulin and then felt sick and went to bed (the patient lives on his own). The next morning, the patient's son visited the patient before going to work and found the patient unconscious while his dexcom cgm was displaying 65 mg/dl. The son performed a comparative fingerstick measurement which revealed a blood glucose meter value of 29 mg/dl and administered a glucagon injection to the patient. The son then called for an ambulance. Paramedics arrived on site and confirmed the patient's blood glucose meter value with another measurement. Paramedics put the patient under oxygen and transported him to the hospital where it was determined that he was suffering from respiratory distress and low oxygen saturation (80%). Doctors stated that these issues were caused by the patient having very low blood glucose levels for an extended period of time. The patient remained under oxygen until he was released from the hospital later that day. The reporter stated that the patient was unable to speak very well and was mumbling for the next three to four days as a result of the incident but added that he was doing well at the time of follow up on 10/04/2022. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.